Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. User unfamiliar with system operation or unintentional activation of vascular mode possible. As a precaution, the nodes were flashed and reloaded. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The hospital was unable to, or would not provide any pt info relating to this issue. The issue occurred after the patients cases were completed for the day.

Event description:
The ge oec 9800 fluoroscopy system was reportedly "jumping" to the subtraction mode, intermittently.